Event description:
On (B)(6) 2012, the reporter claimed that a cartridge leaked insulin. The reporter based the allegation on the smell of insulin in the cartridge compartment. The reporter said that the patient did not see or feel insulin leaking from the cartridge, does not have the cartridge to return, and does not know the lot number or expiration date of the cartridge. Furthermore, it was reported that the cartridge was replaced and the problem was not resolved. It was reported that around the time of this event, the patient's blood glucose was 350mg/dl without symptoms of hyperglycemia. The reporter stated that medical intervention was not required. This incident does not meet animas' criteria of an adverse event. This complaint is being reported based on the following conclusion: the allegation of leakage could not be resolved at the time of the complaint.

Manufacturer narrative:
(B)(6). The cartridge has been discarded; the lot number is unknown. At this time there is no information on which to base an investigation. If additional information becomes known, a supplemental report will be submitted.